Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired for the fourth time and the device would not open. The doctor had to pull the device off the artery. The case was completed at this point and they did not require another device. There was no adverse consequence to the patient. The following information has been requested, but no response has been provided to date. If further details are received a supplemental will be sent.

Manufacturer narrative:
Date sent: 09/16/2009. Evaluation summary: the analysis results of the device found that it was received with one clip in jaws. The device was cycled, fed and formed the remaining three clips conforming. The event could not be confirmed. A batch record review was performed and no anomalies were found during the manufacturing process.